Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the family member that the patient developed an infection approximately three weeks post implantable pulse generator (ipg) and right ventricular (rv) lead implant procedure and died. Additional information obtained reported the cause of death as pocket infection with associated sepsis.